Event description:
Customer reported having a headache and feeling sweaty. Customer's device = 596 mg/dl. Customer went to the hospital. Customer was given and IV a monitored at teh hospital for the day. No controls were used. A request was made for return product and replacement product was sent.